Event description:
Alleged the head section dislodged from the slider pivots which damaged the head section. He stated there were no injuries. He stated that there was a pt in the bed and the bed was being used in a cardiac center.

Manufacturer narrative:
Repairs have not been completed to the bed.